Event description:
A complaint was received stating that a low reading was obtained on a customer's precision qid meter (143 mg/dl) when compared to a lab comparison (249 mg/dl). There was no report of death of serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and acceptable tool for estimating the potential significance of difference in readings and fell into the "d" zone, which is considered to be clinically significant.